Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. It was found that the implantable pulse generator (ipg) needed rate drop to be on so was therefore reprogrammed. Patient then presented with syncope and seizure. The device was reprogrammed again. It was then found that both leads were oversensing. Sensitivity was therefore reduced. The device and leads remain in use. No further patient complications have been reported as a result of this event.